Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device alarmed to check the IV set. The pressure sensors were replaced, calibrated, and underwent preventative maintenance. The device then passed all test. Per customer, no further information will be provided, including patient demographics and no products will be returned.